Event description:
Rptr had her 1st breast augmentation 8/69. From 8/69 to 2/10/77 (about 8 yrs) rptr had multiple problems. Dr performed many surgeries. Twice she went 6 months with only one implant, so that skin and breast tissue could heal. A filling tube wore a hole through the skin. Her breasts became encapsulated, infected more than once and one time she woke up and one was half the size as the other one (ruptured) plus 1 was in constant pain. In 2/77 plastic surgeons removed the old iimplants and put in a new silicone-type gel. Rptr had those replaced in 10/15/79. These remain implanted. Rptr still experiences stabbing pains in her breasts. She's distressed by knowing that she's had a rupture and that it has leaked through her body. Rptr does not have the finances to have them removed. Rptr gets tired easily, came down with asthma 5 yrs ago which does not run in her family history. She has not had a meaningful relationship in 12 yrs. Rptr has lumps and bumps under her arms. There are no drs who are familiar with diagnosing breast implant recipients with all the different symptoms in her area.